Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that increasing pacing lead impedance was observed. No electrical anomalies were noted on the lead during device changeout. The lead was capped and replaced.